Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported noticing a leak at the bottom of the cycler while connecting himself to the cycler. The patient states that he completed the previous night's treatment and had removed the cassette and solution bags at the end of treatment. The patient cancelled the current treatment. The patient stated no punctures were found on the solution bags or the cassette. The patient was unable to track the fluid leak. The cycler will be replaced. Upon follow up with the patient's nurse it was noted that the patient is in stable health and completing treatments successfully on a new cycler. There was no patient injury, adverse event, or medical intervention due to this event.

Manufacturer narrative:
Corrective data: results and conclusion codes updated.

Event description:
A peritoneal dialysis patient reported noticing a leak at the bottom of the cycler while connecting himself to the cycler. The patient states that he completed the previous night's treatment and had removed the cassette and solution bags at the end of treatment. The patient cancelled the current treatment. The patient stated no punctures were found on the solution bags or the cassette. The patient was unable to track the fluid leak. The cycler will be replaced. Upon follow up with the patient's nurse it was noted that the patient is in stable health and completing treatments successfully on a new cycler. There was no patient injury, adverse event, or medical intervention due to this event.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Passed mushroom head check. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A DHR review found mushroom head check: (B)(6) 2014, (B)(6) 2017.

Event description:
A peritoneal dialysis patient reported noticing a leak at the bottom of the cycler while connecting himself to the cycler. The patient states that he completed the previous night's treatment and had removed the cassette and solution bags at the end of treatment. The patient cancelled the current treatment. The patient stated no punctures were found on the solution bags or the cassette. The patient was unable to track the fluid leak. The cycler will be replaced. Upon follow up with the patient's nurse it was noted that the patient is in stable health and completing treatments successfully on a new cycler. There was no patient injury, adverse event, or medical intervention due to this event.